Event description:
Procedure type: colectomy. According to the reporter: three days after surgery, a fistula is discovered. Allegedly, the stapling line was incorrect. The pt was re-operated. No further procedure or pt details have been disclosed.

Manufacturer narrative:
.